Event description:
It was reported that on going cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H3: remove reason for non-eval, h10 remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.